Event description:
The customer's father reported via phone call that had high blood glucose and low blood glucose level. The customer blood glucose was 500 mg/dl and low blood glucose level was 40 mg/dl. Current blood glucose was 493 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer was treated with juice for low blood glucose. No further patient complications were reported. Troubleshooting was performed and the customer will continue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.